Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the piston rod failed to rewind during the prime/rewind sequence. It was noted there were no debris or evidence of moisture within the insulin cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.